Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they stopped getting tremor relief 6-8 months before the implantable neurostimulator (ins) battery was replaced. The ins battery was replaced because the battery level was getting very low. With the new ins, the patient reported the dbs therapy has not provided them with relief from their tremors. The patient added that their tremors got worse when the ins lost its effectiveness. The patient stated that it surprised them that the ins suddenly lost effectiveness because they experienced "such dramatic improvement" for almost 10 years. They added that their tremors have affected them to the point that they "really can't write." The patient stated that they are (B)(6) years-old and wondered if aging has any effect on the progression of their tremors. They stated that even if age did have an effect on the progression of their tremors, they were still surprised that the dbs therapy was suddenly not as effective. The patient mentioned that their healthcare provider (hcp) told them they could "move it up two times." They had "no relief at all" the first time they increased therapy, and "still not much relief" the second time they increased therapy. During the call, the patient checked their therapy settings and confirmed that therapy was turned on. The issue was not resolved. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer clarifying that it was not a sudden loss of effectiveness. Their dbs surgery in (B)(6) 2010 was very successful and effected a dramatic improvement. They did not need a battery replacement until (B)(6)2017, then again in (B)(6) 2021. At this time, they put in a new/different device and they hoped for similar improvement, but that did not happen. They have concluded that as they age, tremors are beyond further help. Their local neurologist allowed them to raise the settings to 1.7 l and 4.2 r, but that has not helped. They have another appointment in late (B)(6). The issue was not resolved and they are currently very handicapped being unable to write and struggling with daily activities. As an 82 year old, they are fairly tech savvy and still find new device challenge to adapt to.